Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Refer to manufacture report 2032227-2014-58224.

Event description:
The customer reported that she had issues with her sensors. Customer stated that her sensors are not calibrating and its suspending because it says low but she was not low. Customer's blood glucose was 101 mg/dl. Customer also stated that the sensor and blood glucose were off. Troubleshooting was done. No further information provided.